Event description:
In 2009, the patient was implanted with 4 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. Four months later, a follow-up computed tomography revealed that the left renal was covered by the aortic extender component. The physician stated that a ring of calcium advanced the aortic extender component proximally. An accessory renal was also covered which limited flow to a kidney, which in turn caused the kidney to atrophy. A reintervention is scheduled to take place two months later.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The patient's artery was calcified which advanced the device. According to the gore excluder aaa endoprosthesis instructions for use, irregular calcium and/or plaque may compromise the fixation and sealing of the implantation sites. Additional device implanted.